Manufacturer narrative:
Continuation of concomitant medical products: product ID 97755 , serial# (B)(4), product type :recharger ,UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient had been having trouble with the equipment. They stated the recharger (rtm) was burning them, heating up so hot that they had to take the rtm off. The patient stated the whole thing, even the unit itself was super hot, the patient then added the one they placed on their back. The patient clarified the paddle and box were hot and they couldn¿t even hold the rtm on there because it would burn and the whole thing would heat up so fast like there was a short in the circuit the patient stated it would take forever to try and connect or charge and now the rtm would not even connector read the ins anymore at all. An email was sent to the repair department to replace the device. The patient stated that due to the issues, they were not getting any relief and was in so much pain, they wanted their ins working as they did not want to rely on medication and also mentioned their lower back above their buttocks was swollen.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was still having issues with overheating while recharging the ins. The ins would not charge to 100% and it would only get to 60% if they were lucky. The patient stated the ins burned during the recharge along with the paddle. The patient felt burning down their leg for quite a while and thought there was something wrong with their ins and wanted it checked. A new controller and recharger was requested.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755-s serial# (B)(6) product type recharger product ID 97755 serial# (B)(6) product type recharger this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient had been having trouble with the equipment. They stated the recharger (rtm) was burning them, heating up so hot that they had to take the rtm off. The patient stated the whole thing, even the unit itself was super hot, the patient then added the one they placed on their back. The patient clarified the paddle and box were hot and they couldn¿t even hold the rtm on there because it would burn and the whole thing would heat up so fast like there was a short in the circuit the patient stated it would take forever to try and connect or charge and now the rtm would not even connector read the ins anymore at all. An email was sent to the repair department to replace the device. The patient stated that due to the issues, they were not getting any relief and was in so much pain, they wanted their ins working as they did not want to rely on medication and also mentioned their lower back above their buttocks was swollen. Additional information was received. It was reported the patient was still having issues with overheating while recharging the ins. The ins would not charge to 100% and it would only get to 60% if they were lucky. The patient stated the ins burned during the recharge along with the paddle. The patient felt burning down their leg for quite a while and thought there was something wrong with their ins and wanted it checked. A new controller and recharger was requested.